Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (b)(^) 2026, it was reported that the patient experienced inaccurate cgm values. It was reported on social media that the day of the event the patient was in a walmart and that their phone kept alerting for a low cgm reading. The cgm reading was 40 mg/dl, and the patient was given soda by their husband. 1 hour after treatment the cgm reading was still low, and the patient drank another cola. When the cgm reading did again not change, the patient went to their doctor´s office. When a fingerstick was taken the cgm reading was 40 mg/dl, and the blood glucose reading was 306 mg/dl. The patient was told she could have been in a diabetic coma if she would have treated with more soda, but no specific symptoms were reported from that moment. No further information was received, and it was unknown what type of treatment the patient received. At the time of the report the patient´s current condition was unknown. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.